Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurement, greater than 125 ohms, in the 165 ohms range. A lead revision is planned. Technical services (ts) discussed programming options. No adverse patient effects were reported. At this time, the lead remains in service.